Manufacturer narrative:
Patient ID and weight are unknown. (B)(4). Broke during insertion; device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Manufacturing location: (B)(4). Manufacturing date: 20may2015. Expiry date: 01may2025. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported the cortex screws were used for second and third metacarpal bone fracture surgery on (B)(6) 2015. As the patient was a small and (B)(6) female, the surgeon decided to apply the modular hand system (1.5mm) due to the patient size on the surgery. During the surgery, the reported screws broke when the surgeon tried to insert them into the plate holes; the breakage occurred when one of the screws was tightened up and another one was on the inserting. The bodies of both reported screws were not able to remove because the screws had been firmly inside the patient's bone; therefore, the screws remained in the patient's body by the surgeon's decision. It was reported there was a surgical delay of ten (10) minutes. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: two broken screws were received. The screws are broken between the screw head and the threaded shaft. Without the original label it is impossible to distinguish the screws and allocate to the respective batch. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with specifications and standards. Based on the provided clinical information it is impossible to determine the exact cause of this occurrence. It is likely multiple factors could led to the breakage of the screw perhaps wrong torque or angulation on the screws while tightening may have caused the problem. Another possible reason for the issue could be that there was contact with a metallic device, e.g. Another implant and/ or the insertion of the screw in an exceptionally hard bone without pre-drilling. A pre-drilling might be helpful in special cases, to provide an easier implantation of small screws. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.